Event description:
Additional information was received from the patient (pt). Pt said their device doesn¿t keep a charge and it would take 3 hours a day to keep it charged. Pt said they tried for a year to get their healthcare provider (hcp) to help them with the ins charging and battery issues, but the hcp never believed them or wanted to take care of it. Pt said the issue was unresolved, that they have stopped attempting to get it resolved, and that eventually they wanted this faulty equipment removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Received email from patient stating she has been unhappy with her medtronic device but no further details were provided. No symptoms were reported. Additional information was received from the patient. The patient said their device battery doesn't last long. In order to keep it charged, they have to charge 3 times a day. Each charge takes an hour. They don't have this time to do that. They discussed this with the doctor multiple times and they didn't believe the pt. Then said its probably because they have it turned up all the way. They no longer try to use the device. They only charge it when medically necessary. The issue is unresolved. When they kept their device charged and was using it, they kept the stimulation between levels 5-7. The levels went up to 5. From day one, the device hasn't kept a charge. They participated in a trial for a new battery and yet they got a faulty battery.